Manufacturer narrative:
The device is expected to be returned; however, the device has not yet been received. A supplemental report will be submitted if the device is received.

Event description:
It was reported that the wake button stopped functioning about one month ago. Reportedly, the customer has been using the pump by plugging it into a power source to access pump features. Customer reported a blood glucose level of 141 (mg/dl). Reportedly, customer will continue to use the pump for insulin therapy.